Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Electrical testing confirmed the lead to be electrically continuous. The stylet insertion test failed as a result of dried body fluid in the lumen (tip area). No further testing was performed.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found to exhibit loss of capture (loc) during a routine in clinic follow up appointment. An invasive revision procedure was performed and upon fluoroscopic examination, the lv lead was found to have dislodged. The lv lead was successfully explanted and replaced. No adverse patient effects were reported during the procedure.